Manufacturer narrative:
(B)(4). Image/ x ray review: post op films provided for calcaneus fracture showing pseudoarthrosis. Per report, initial surgery performed with plexur dbm with failure of fusion . Fibroconnective tissue collected at time of fusion surgery showed the presence of foreign body granulomas. This is the likely pathological finding in a pseudoarthrosis unclear if this is a reactive process to the dbm or other post surgical by product. Root cause indetermined.

Event description:
It was reported that the patient sustained intervene calcaneus fracture due to an accident where a tissue wedge was implanted; in the fourth month tac was taken evidencing the consolidation of the graft with the patient's bone so the orthopedic doctor instructs the patient to start the support. In the sixth month, control is performed as the patient experienced a lot of pain for which he underwent a cat scan again showing that the graft was completely absorbed. On (B)(6) 2015, the patient underwent a procedure for graft resorption and finding the defect so autograft was taken again. The patient is currently in postoperative recovery phase. The patient underwent a pathological test , the result of which are as follows: macroscopic description: labeling, tissue fusion. Formalin multiple irregular tissue fragments purplish soft consistency are received, which together make a volume of 1.5 cc, processed all in one block. Diagnosis: tissue labeling arthrodesis, resection: fibroconnective dense fabric with multiple foreign body granulomas. No morphological evidence of acute inflammatory process.

Manufacturer narrative:
(B)(4).